Event description:
The manufacturer received information alleging a trilogy ev300 device failed sensor drift verification test. There was no allegation of patient harm. The device was not reported to be in patient use. The device has been returned to a manufacturer's service center, but evaluation has not yet begun. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the service center's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information received alleging a trilogy ev300 device failed sensor drift verification test. There was no allegation of patient harm. The device was not reported to be in patient use. During the evaluation of the device at the manufacturer's service center. The technician recommended replacing the device's 3-way solenoid valve, and proportional valve to address the issue. No further investigation is required at this time. The device passed all final tests.

Manufacturer narrative:
The manufacturer previously reported information received alleging a trilogy ev300 device failed sensor drift verification test. There was no allegation of patient harm. The device was not reported to be in patient use. During the evaluation of the device at the manufacturer's service center. The technician recommended replacing the device's 3-way solenoid valve, and proportional valve to address the issue. No further investigation is required at this time. The device passed all final tests. The device's 3-way solenoid valve, and proportional valve were returned to the manufacturer's product investigation lab (pil) for further evaluation. The pil is unable to confirm the complaint of the trilogy evo proportional valve and solenoid valve. The components were visually inspected, and no issues were found. The pil performed posttest on the pil trilogy evo multifunction test station, and the device passed tests. Pil concludes the components operate properly.